Event description:
It was reported that the system 9800 displayed a precharge error at startup and was not operational. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the filament drive circuit board was defective and was replaced. It was further determined that the batteries could not maintain sufficient charge and were replaced. The filament was calibrated and verified. The system was tested and found to be working as intended and placed back into service.